Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair using a pinnacle pfr kit, when one of the mesh legs was "fired" with the capio suturing device, the suture dart met bone, and the dart separated from the suture and remains in the patient. A regular capio suture was tied to the mesh leg and the leg was delivered with that. The case was reported to be completed with no complications to the patient, and there is no plan to remove the dart from the patient's body.

Manufacturer narrative:
The complainant indicated that the device remains implanted; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.